Manufacturer narrative:
Method: the devices are not available for return as the pharmacy reported that they did not keep track of how many incidents occurred. As a lot number was not provided, a review of the device history record (DHR) cannot be conducted. A use review was conducted based on info provided by the reporter. Results: as the device and lot number were unavailable for analysis, no testing was performed. For this reason results cannot be obtained. The reporter is a new user of the homepump c-series as they have only used the product since (B)(6) 2014. Fill volume and other pertinent use info was unavailable. Conclusions: limited info was provided by the reporter. The devices were not returned to halyard for eval, therefore we are unable to determine a cause for the reported events. It was reported that the pharmacy did not keep track of the incidents and further info is not anticipated. A technical bulletin (mk-00585) factors affecting flow rate for the homepump c-series was sent to the customer. Should additional info pertinent to these events become available, halyard will submit a follow-up report. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: unk-anp. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: unk anp. Please reference: 2026095-2014-00249/14-00958 (a) and 2026095-2014-00250/14-00958(b). Report 3 of 3. It was reported by a pharmacist that other fast flow incidents with the same model of pumps occurred previously but the pharmacy did not keep track of how many. The reporter did not provide any lot numbers or any other info regarding the incidents. In addition, no pt injury or med intervention was reported. The pharmacy reported that they started using the pups in (B)(6) 2014. Anp: asked not provided.